Event description:
Newborn pt with PICC(peripherally inserted central catheter) in left ac(accessory cephalic vein) noted to be leaking at the orange hub that connects to fluids on (B)(6) 2023. No visible cracks. Provider notified, PICC discontinued per protocol. Piv(peripheral intravenous) placed and new PICC placed on (B)(6) 2023.